Manufacturer narrative:
(B)(4).

Event description:
It was reported "the distal part (tip) of the catheter with notch, not permeable to the passage of the guide" and "which causes fluid leakage". The catheter was being inserted for total parenteral nutrition. It was reported the issue was detected when testing the device and a new catheter was used. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer did not return the actual sample; however, they supplied two photos and a video. Analysis of the photos revealed that the distal tip of the catheter was damaged/defective; however, the actual sample was not returned to confirm this. Analysis of the video showed the customer flushing water through the medial lumen. Water appeared to exit the catheter; however, it cannot be confirmed if the water exited the medial skive hole as the customer's thumb is blocking the view. A probable cause of the damaged catheter tip cannot be confirmed without the actual sample returned for analysis. A device history record review was performed with no evidence to suggest a manufacturing related cause. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of a damaged/defective catheter tip was confirmed through analysis of the customer supplied photo and video. The images/video showed that the distal tip of the catheter was damaged/defective; however, the actual sample was not returned for analysis. A device history record review was performed with no evidence to suggest a manufacturing related cause. Based on the customer report and the sample received, the root cause cannot be determined based upon the information provided and without the actual complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the distal part (tip) of the catheter with notch, not permeable to the passage of the guide" and "which causes fluid leakage". The catheter was being inserted for total parenteral nutrition. It was reported the issue was detected when testing the device and a new catheter was used. No patient harm reported. The patient's condition is reported as fine.